Event description:
It was reported to philips that the unit failed to boot and geometry was restricted on a azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the clea2 force sensor and calibrated the system, restoring the device to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).